Event description:
As reported in the journal of vascular and interventional radiology 2009: during retrieval of an optease filer with a buddy wire, the device migrated caudally, such that the caudal end was in the internal iliac vein. After retrieval with the buddy wire technique failed, a trans-femoral-transjugular removal attempt was made without success.

Manufacturer narrative:
Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was not returned for analysis. Additionally, as the sterile number was not available, device history record review could not be performed. Since the product or films of the procedure will not be returned, there is not enough information to draw a clinical conclusion between the device and the event.